Event description:
Per the clinic, the patient experienced a bacterial infection at the implant site and was treated with oral and topical antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2025. Reimplantation is planned but has not taken place at the time of this report.